Event description:
It was reported that the patient was experiencing increase pain. The patient underwent an explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred in 2018.